Manufacturer narrative:
The manufacturer received information alleging an active exhalation valve error had occurred on the device. There was no harm or injury reported. During the evaluation of the device at third-party service center, they were to confirm the issue, but it was due to the in-line filter being contaminated. The in-line filter was replaced to address the issue. There were no critical errors found on the device for this issue. Since contamination was found to be the cause of this issue, this is considered to be non-reportable. Additional findings not related to the malfunction/issue was the air foam inlet filter was replaced as preventive maintenance.

Event description:
The manufacturer received information alleging an active exhalation valve error had occurred on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.